Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2022, the operator was completing routine work and bumped into the glp equipment of the alinity ci series system. The operator was holding samples from several patients, causing the samples to accidentally fall on her body and face. The operator used the eyewash and sinks for self-cleaning and was sent to the hospital. There is no information available regarding any medical treatment that the operator received in the hospital. No other treatment reported aside from eye wash. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity ci series system, list number 03r70-01, and manufacturing site in section d of this report irving, texas to glp track end, list number 06q42-01, and manufacturing site of new suspect device abbott automation solutions gmbh. MDR number 3023268435-2023-00012-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Updated information found in fields b1, b2, h1, h2 and h10. New information regarding medical treatment for the operator was received from the customer on (B)(6) 2023. The operator also had a shower, flushed eyes, changed clothes, is being followed by hospital every six months, serology tests has been done, she took medicine to prevent any other problem (medication names: dolutegravir sódico, fumarato de tenofir, and retrovirall de anti-hiv).